Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons on his insulin pump suddenly stopped working and his pump alarmed with a button error. The patient's blood glucose value at the time of incident is unknown. He does not recall any significant events leading to the button error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.